Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. Upon troubleshooting actions, the rse identified that the pdu had no power. Rse advised the customer to reset the circuit breaker, but after resetting, the issue had persisted. Later, the rse had identified that multiple circuit breakers in the ups had been tripped. The customer then reset the circuit breakers. After the reset, the system was returned to use in good working order.